Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: there was visable moisture corrosion in the battery compartment. The battery compartment was cracked. The audio bolus button cover was punctured but the audio bolus button still responded to user input. The pump casing was also cracked. Moisture was found on the internal components of the pump.